Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change-out, the physician was unable to remove the rv lead from the device header due to screw anomaly. The physician used force to release the lead, breaking the device header in the process. Patient condition was good.